Manufacturer narrative:
Investigation: one photo and two bags containing a total of 179 loose 5ml syringes were received. The samples were visually evaluated. The photo showed two barrels with missing print around 2ml markings and parts of grad lines affected. Physical samples were evaluated. 176 out of 179 were found to have damage to barrel scale marking area resulting in missing print primarily around 2ml ¿ 3ml markings. The damage observed was in a form of scratch marks similar in shape and location. Potential root cause for the missing print defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the scale markings on 112 bd plastic non-sterile luer-lok¿ tip syringes appeared "faded in some areas" and were rejected for nonconformance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on 112 bd plastic non-sterile luer-lok¿ tip syringes appeared "faded in some areas" and were rejected for nonconformance.